Event description:
It was reported that the patient presented in the operating room for a normal pulse generator exchange. Upon interrogation, the right ventricular lead exhibited varying threshold and low sensing. The lead was explanted and replaced during this procedure on (B)(6) 2017. Patient remained in stable condition post-procedure and would continue to be monitored.